Event description:
It was reported that the patient went to the hospital and was admitted into the intensive care unit (ICU) with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 27 mmol/l (486 mg/dl) while wearing the pod between 49 and 71 hours. The patient was skiing last weekend and they fell on the pod, in which they assumed that resulted in the pod's adhesive and pod's cannula to dislocate. Symptoms reported include shortness of breath and vomiting. The patient was treated with administration of unspecified fluid and potassium infusions and insulin therapy via insulin syringe pump. The pod was removed and a new pod was applied. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported admittance into the intensive care unit (ICU) and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.